Event description:
Related manufacturer reference number: 2017865-2023-05110. It was reported that the patient presented at emergency room with fever, infection and vegetation. The vegetation was visualized with ultrasound. The physician explanted the system pacemaker, right ventricular lead and atrial lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.